Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right atrial (ra) channel. The physician elected to deactivate ra pacing and will continue monitoring the system. No adverse patient effects were reported.